Manufacturer narrative:
Medtronic received the following information from a journal article entitled; treatment of post-evar aortoduodenal fistula without endograft excision joshi g, ogbudinkpa c, stecher j, el khoury r, resnick j. D, jacobs e c, white v. J, schwartz vascular and endovascular surgery. 2021;55(3):282-285. Doi:10.1177/1538574420966455 if information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient in the endovascular treatment of a 7.6 x 7.3 cm abdominal aortic aneurysm on an unknown date. The patient was transferred home on post-operative day 1. After 2 weeks, the patient received treatment for a small non-occlusive pulmonary embolism. Two months post-operatively, the patient re-presented with symptoms of fever, chills and melena. A CT of the abdomen demonstrated a shrunken, excluded aneurysm without endoleak but with gas around the graft. The patient received antibiotics and red blood cells. A esophagogastroduodenoscopy revealed a concern for an aortoduodenal fistula without evidence for active bleeding. Intervention was performed, upon laparotomy and fistula takedown, there was no active hemorrhage from the excluded aneurysm. It was theorized the fistula had originated from an occult type ii endoleak which had since thrombosed. The duodenum was repaired primarily; the anterior defect in the aneurysm sac was packed and covered with omentum. The patient recovered uneventfully and remains well after 9 months.